Event description:
The customer reported that the unit was leaking helium at a rapid rate. The unit was on patient that passed away while on the pump. There was no problem with the function of the pump; the issue was only with the helium bottles having to be changed every 45 minutes. The pump was then put on a second patient and operated fine (except for the leaking helium) until company representative arrived with the loaner unit. The rep tried to make a determination on the cause of the leak. This was done by tightening all the connections on tubing from the high pressure regulator. There was no leak detected in the connections. A tubing set was ordered for replacement. This med watch report is to represent the complaint associated with death of the patient. The customer is not attributing the death to the device.

Manufacturer narrative:
No information is currently available for the pump on which the event occurred. A supplemental will be submitted if more information is available. (B)(4).